Event description:
Device 1 of 2.reference MFR number: 1627487-2017-02608.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-02608. Follow-up reveals the lead is still implanted. The distal end is from a extension they used in the trial procedure to try the trial cable.

Event description:
Further investigation revealed that a second device pertains to the event. Device 1 of 2: reference MFR number: 1627487-2017-02608. Two distal ends of the lead(s) were returned with the ipg. No further information on the lead(s) is available.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported (france) the patient experienced stimulation only at the ipg site instead of the legs (original pain pattern). An impedance check revealed no anomalies. Programming was attempted but could not provide resolution. As a result, the physician decided to explant the ipg and re-trial the patient with the same lead(s). The explant date of the reported ipg is unknown. The trial was successful, therefore, the physician implanted a new ipg on (B)(6) 2017. The issue was resolved.